Manufacturer narrative:
A review of the sterilization records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Investigation determined the event was not associated with any reported product deficiency associated with a gore device, wherefore medwatch 2017233-2016-00511 and any supplemental reports previously submitted, are hereby retracted.

Manufacturer narrative:
A review of the sterilization records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent placement of a pigtail drain for aspiration of fluid from the pleural cavity and was administered IV antibiotics to treat leukocytosis as the patient was exhibiting signs of infection.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2014 this patient underwent endovascular treatment for a descending thoracic aortic aneurysm measuring 67.0 mm in diameter. Two conformable gore® tag® thoracic endoprostheses were implanted in the proximal descending aorta just distal to the left subclavian artery (lsa) and extending distally. It was reported this same day the patient experienced bilateral lower extremity (ble) motor deficit, and paraparesis. On (B)(6) 2015, this patient was admitted to the hospital for persistent left chest pain exceeding 12 hours in duration. On (B)(6) 2015, the patient underwent placement of a pigtail drain; and IV antibiotics were administered.